Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(4) 2012, inratio: 1.0, reference: 1.9, mean: 1.45, confidence limits result: 1.1 ¿ 1.9, results: fail. Reported results are outside of the determined confidence limits for passing accuracy comparison. Criteria for testing accuracy has failed, and the values are discrepant beyond the documented variability for pt/inr testing. Further testing is required. User reported add¿l results from two different dates of testing. A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. For this reason, no further comparison analysis of these other reported results is appropriate. In-house therapeutic donor testing has been performed on reported lot 275252. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is required. Conclusion: analysis of client¿s data from inratio and reference method revealed that test results did not meet accuracy criteria. Other customer¿s tests were performed over 3 hours apart. It is reasonable to expect changes in the status of the pt. Root cause could not be determined. Pt¿s medication cannot be ruled out as a cause for unexpected inr results. (B)(4). This low occurrence rate is below the total complaint action threshold of (B)(4). This issue will continue to be tracked and trended. No corrective action is required at this time as no product deficiency was established.

Event description:
¿Caller alleged discrepant results compared with lab. Results as follows.¿ no therapeutic range provided.